Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the patient complained of receiving sensor suspend alerts. The first trigger was at 4:37 pm on (B)(6) 2024 followed by 6 more alerts. Since (B)(6) 2024, the system asked for 6-7 calibrations. The issue was escalated to next level support who reviewed the system performance and determined a deviation in system performance. The RMA was issued for sensor replacement. This incident is being reported because of early sensor removal due to suspected malfunction. No adverse events were associated with this incident.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The user received sensor suspend alert on (B)(6) 2024, day 11 post insertion. Investigation on the returned sensor revealed that the sensor experienced a led short, which triggered the sensor suspend alert. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report (B)(6) 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? Yes on 04/25/2024. G3.date received by the manufacturer? 17 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.